Event description:
It was reported that the pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing of ventricular activity. This resulted in the minute ventilation (mv) feature being automatically disabled. This involved lead is a non (B)(6) product. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).